Event description:
It was reported that during a pta treatment procedure, the gazelle 2.0/20/135 mm balloon was cut during the withdrawal after deflation, resulting in a balloon detachment event. It is noted that this event did not involve a balloon rupture or leak, or deflation difficulties and that ivus was not used. The lesion being treated was an 85% stenotic lesion in the carotid artery. The physician used an 8f arrow introducer sheath for femoral vascular access and a .014" guidewire and an 8f guider softip mp guide catheter to cross the lesion. The gazelle balloon was inflated one time to 4 atms. During removal of the balllon, resistance was met and it was apparently cut, resulting in the balloon detachment. The physician was able to successfully remove the balloon as a unit with the guidewire. The gazelle balloon was removed and replaced with a cordis balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good'.

Event description:
It was confirmed that the device was used in a carotid case. The balloon met resistance which stretched the shaft of the device until it anapped. The balloon was not intentionally cut. The pt had no adverse effect. The current status of the pt is very good.